Event description:
According to the reporter: the instrument tip broke while inserting through the tissue. Tip was retrieved. No tissue damage. Or was not delayed. Inserted a new device to complete the case. No injury was reported. Lap ventral hernia repair.

Manufacturer narrative:
Date of report: december 17, 2007.